Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and device breakage ("residues were found") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), insomnia ("insomnia"), neck pain ("pain in nape of the neck"), ear disorder ("ent (ears, nose, and throat) problems"), nasal disorder ("ent (ears, nose, and throat) problems") and pharyngeal disorder ("ent (ears, nose, and throat) problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("residues were found"). The patient was treated with surgery (removal of essure with removal of the tubes on (B)(6) 2017) and surgery (another intervention was performed and uterus was removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, complication of device removal, fibromyalgia, insomnia, neck pain, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, complication of device removal, device breakage, ear disorder, fibromyalgia, insomnia, nasal disorder, neck pain and pharyngeal disorder with essure (ess205). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred terms: allergy to metals ¿ analysis in the global safety database revealed 384 cases. Device breakage ¿ analysis in the global safety database revealed 2.200 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.